Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and ¿in the axilla, at level 1, lymph nodes with increased size and increased echogenicity ("snowstorm sign") are observed, a finding suggestive of silicone gel impregnation¿. This record is for the right side. Device was explanted and it is unknown if the device will be returned.